Event description:
Related to MFR report # 2183959-2011-00350. "On about (B)(6) 2005," an ams monarc sling was implanted. It was reported that after the implants, the patient experienced chronic pelvic pain, dyspareunia, urinary urgency and frequency, incontinence, and recurrent vaginal infections. On examination several tight bands of mesh were noted in the vaginal tissue, "specifically associated with the mesh in the midline, with the mesh at the apex, and with the mesh arms." Medical management with lidocaine and kenalog was attempted but it was decided to surgically excise the mesh. On (B)(6) 2009, anterior mesh removal was done. On (B)(6) 2011, a second mesh revision was done, "removing the caudal left mesh or fraying out scar tissue around the cephalad right mesh arm." "The patient is still recovering from the surgery and appears improved."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.